Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 15 events were reported for this quarter. Product return status 3 devices were received. 11 devices were not available for evaluation. 1 device investigation type has not yet been determined. Additional information 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes 15 malfunction events in which the device was shedding metal debris. - 15 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 15 events were originally reported for this failure mode during the reporting quarter; however, - 4 events were inadvertently excluded. - 19 reported events are included in this follow-up record.   Product return status" 7 devices were received. 11 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 19 malfunction events in which the device was shedding metal debris. - 19 events had no patient involvement; no patient impact.

Event description:
This report summarizes 19 malfunction events in which the device was shedding metal debris. - 19 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 19 previously reported events are included in this follow-up record. Product return status 8 devices were received. 11 devices were not available for evaluation.